Event description:
Patient fact sheet and medical records received. Operative notes indicated infection. All products have been reported. Update (B)(4) 2013- litigation papers received. Litigation mentioned several other dates of revision. We were unaware of, if any, depuy product was implanted/revised during these surgeries. Operative notes have now indicated that depuy product was involved in these surgeries. All appropriate updates have been made.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes d2chj1000, dw3cg1000, dy5kn4000, and ds1gj4000. A search of the complaint database search finds additional reported incidents against lot code 2920877 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, ppf constrained liner, loosening of cup, loosening of stem. Added all products of october 27, 2009. Updated patient's identifier, patient harm. Added patient's age, expiration date of the head, revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name.